Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported kink and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an un-specified procedure, the 3.0 x 15 mm trek balloon catheter was prepared per the instructions for use. The trek was advanced over the guide wire; however, the proximal shaft kinked. There was no resistance noted during advancement. The device did not enter the anatomy. There was no issue during removal. A new trek balloon catheter was used with the same guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the proximal shaft was separated. The account confirmed that this occurred while advancing the trek balloon catheter onto the guide wire. The balloon was never inflated and did not enter the guiding catheter. No additional information was provided.